Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory module printed circuit board (pcb). The device passed extended self-test (est), short self test (sst), and the performance verification test (pvt). (B)(4).

Event description:
A report from USA stated an 840 ventilator experienced a device alert which rendered the device inoperable, while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury. The date of the event is unk.